Manufacturer narrative:
Unit passed displacement test. However, unit received with unexpected battery power loss and had high sleep and active currents, problem isolated to electronic assemblies. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump did received a low battery alert prior to the replace battery alert. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.